Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the gel of these electrodes padz balled up and prevented use. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The electrodes were returned for evaluation. The malfunction was observed during visual and microscopic evaluation. However, the investigation concluded the electrodes were applied to a patient. This conclusion was based on the presence of hair adhered to the electrode foam. The balled up gel may be an indication of repositioning the electrode on the patient, but we could not firmly establish. The retainer was evaluated and it was concluded that there were no assembly discrepancies and they were assembled properly. Analysis of reports of this type has not identified an increase in trend.